Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on wedge shaped lobes cut into lobes during a laparoscopic single-port thoracoscopic left upper lobe resection, the device was able to fire. However, when they checked the staple line, it was incomplete distally and had poor staple formation. They changed with a new staple to fix the staple line and to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on wedge shaped lobes cut into lobes during a laparoscopic single-port thoracoscopic left upper lobe resection, the device was able to fire completely. However, when they checked the staple line, it was incomplete distally and had poor staple formation. They changed with a new staple to fix the staple line and to complete the case. There was no patient injury.